Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope and blurry image was unable to be determined. The foreign material in the scope can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited a blurry image issue and foreign material in the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct h4.

Event description:
No additional information received from the customer.